Manufacturer narrative:
The analysis results for the mcs20 instrument confirmed that it was returned non-functional. A clip was incorrectly loaded into the clip track; therefore,the remaining clips could not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a CABG procedure, the device would not fire staples, they used a second and encountered the same firing issue, a third device was to complete the case. No patient consequence was reported.